Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. No data available for review. The reported event of loss of connection was not confirmed. A root cause could not be determined.